Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354trg, ICD implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture threshold measured high at 6v. The last measurement occurred on (B)(6) 2014.